Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00x16 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the stent was advanced inside the guide catheter, resistance was felt and the shaft was kinked. When the device was pulled out, the shaft was broken in half inside the guide catheter. The stent and the delivery system never exited the guide inside the body and never entered the coronary. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 487mm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. An attempt was made to advance the device over a 0.014'' guide wire; however it could not pass due to dried media in the shaft polymer extrusion lumen, while attempting to advance the guidewire the technician used excessive force and damaged the shaft polymer extrusion, 86mm proximal to the device tip. The device was placed in a waterbath at 37°c for 24hrs to soften the dried media. Another attempt was then made to pass the guidewire through the device however the guidewire could not pass the damage caused by the technician during analysis. There were no visible issues with or damage to the shaft polymer extrusion prior to the damage caused by the technician. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00x16 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the stent was advanced inside the guide catheter, resistance was felt and the shaft was kinked. When the device was pulled out, the shaft was broken in half inside the guide catheter. The stent and the delivery system never exited the guide inside the body and never entered the coronary. The procedure was completed with a different device. No patient complications were reported.